Manufacturer narrative:
(B)(6). The device was returned for analysis. Device analysis revealed the imaging window was found detached in the distal section and did not retuned with the device. A kink in the sheath assembly from the femoral marker to the distal end. No other visual damages were observed along the device. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a weak transducer wave form. An image characterization testing was not performed due to device condition. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
Reportable based on device analysis completed on 23dec2019. It was reported that lost image occurred. The target lesion was located in the coronary artery. During pullback of the opticross imaging catheter, the image became black. The procedure was competed with a different device. No patient complications were reported. However, device analysis revealed a detached imaging window in the distal section.